Manufacturer narrative:
(B) (4). (B) (6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a guide wire fracture occurred. The 75-90% stenosed lesion was located in the moderately tortuous and moderately calcified circumflex (cx) artery. As the physician was withdrawing the 185cm pt2 guide wire from the cx, it was noted that 1cm of the distal tip had detached and remained in the cx. The physician advanced and deployed an unspecified stent to successfully secure the pt2 wire fragment between the stent and the cx vessel wall. A different guide wire was used to complete the procedure. No further patient complications were listed and the patient¿s status post-procedure was reported as ¿stable¿.